Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the ventilator displayed an ¿internal airflow sensor failure¿ and a high fio2 alarm while ventilating a patient. The set fio2 was at 50%, but the monitored value showed fio2 at 100%. There was no reported patient harm.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Additional information added. Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that as the user placed the patient on the ventilator, it began to alarm ¿internal airflow sensor failure¿ and high fio2. The ventilator continued to ventilate the patient. The set fio2 was at 50%, but the monitored value showed fio2 at 100%. The user placed the patient on another ventilator, and there was no harm to the patient.